Event description:
It was reported that the patient experienced fluid loss and an aneurysm in one cylinder with an inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted and a new cx pump; cylinder, and reservoir was implanted.